Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5042337) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("had pain all the time/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("I would not stop bleeding/abnormal and excessive bleeding") and menorrhagia ("heavy/prolonged menstrual bleeding") in an adult female patient who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included delayed period since (B)(6) 2015. Concomitant products included intrauterine contraceptive device (iud nos) for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), libido disorder ("sex life went away"), amenorrhoea ("her periods stopped completely"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain(daily)"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with analgesics, surgery (underwent a procedure to relieve the forgoing symptoms & remove essure devices, total hysterectomy), and surgery (ablation on (B)(6) 2014). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, libido disorder, headache, amenorrhoea, fatigue and dysmenorrhoea outcome was unknown, the genital haemorrhage, dyspareunia and abdominal pain had resolved and the alopecia was resolving. The reporter considered abdominal pain, alopecia, amenorrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido disorder, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Following the removal procedure, plaintiff's symptoms have mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: procedure was successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record was received. Reporter information was added. Event dyspareunia was resolved post 6 weeks. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5042337) on 06-jul-2015. The most recent information was received on 02-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("had pain all the time/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("I would not stop bleeding/abnormal and excessive bleeding") and menorrhagia ("heavy/prolonged menstrual bleeding") in an adult female patient who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), libido disorder ("sex life went away"), amenorrhoea ("her periods stopped completely"), alopecia ("hair loss") and abdominal pain ("abdominal pain(daily)"). On an unknown date, the patient experienced headache ("headaches"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). The patient was treated with pain medication, surgery (underwent a procedure to relieve the forgoing symptoms & remove essure devices, total hysterectomy), surgery (ablation on (B)(6) 2014). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, libido disorder, headache, amenorrhoea, dyspareunia, fatigue and dysmenorrhoea outcome was unknown, the genital haemorrhage and abdominal pain had resolved and the alopecia was resolving. The reporter considered abdominal pain, alopecia, amenorrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido disorder, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Following the removal procedure, plaintiff's symptoms have mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: procedure was successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received: reporter, treatment medication and events per pfs: dysmenorrhea, dyspareunia, fatigue, hair loss, abnormal bleeding (vaginal) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5042337) on (B)(6) 2015. The most recent information was received on 25-sep-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("had pain all the time/pain") and genital haemorrhage ("I would not stop bleeding/abnormal and excessive bleeding") in a female patient who had essure (batch no. B09711) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), libido disorder ("sex life went away") and amenorrhoea ("her periods stopped completely"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), headache ("headaches") and menorrhagia ("heavy/prolonged menstrual bleeding"). The patient was treated with surgery (underwent a procedure to relieve the forgoing symptoms and remove her essure devices) and surgery (ablation procedure to stop the abnormal and excessive bleeding). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, libido disorder, headache, amenorrhoea and menorrhagia outcome was unknown. The reporter considered alopecia, amenorrhoea, genital haemorrhage, headache, libido disorder, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Following the removal procedure, plaintiff's symptoms have mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result unavailable. Quality-safety evaluation of ptc: final assessment: batch number b09711. Production date: 3/2013. Expiration date 31-mar-2016. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. 3 further ae case reports have been received to date in relation to the reported batch, of which 2 cases refer also to similar types of adverse events. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summon received. Reporter's were added. Case was upgrade in incident category. Lab test added. Indication was added. Product implant date (updated) and explant date was added. Event: the abnormal and excessive bleeding (amended to previously reported event) non drug treatment for the event was updated. Event: pain (previously reported event was amended); heavy/prolonged menstrual bleeding, hair loss was added. The outcome of the event was mostly resolved. Reporter considered the events were related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.